Event description:
It was reported to boston scientific corporation that a truetome jag 44 was intended to be used in the duodenum in an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2022. During preparation outside the patient, when the physician opened the package, it was noticed that the device was fractured. It was reported that there was a break in the cutting wire. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Medical device problem code: (B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.